Manufacturer narrative:
(B)(4). Device evaluation: results- a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that a nurse and her student went to the bedside to administer insulin to a patient using a insulin pen and the suspect device. The nurse let the student give the injection and the needle safety shielded and locked correctly. Following the injection, with the same locked and contaminated needle that was used on the patient, the nurse took the device and showed the student how to correctly given an injection by placing it on the student's arm. While acting like she was doing an injection, the safety opened and the student was stuck by the used needle.